Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer's blood glucose was 2.6 mmol/l. Customer disconnected from the pump yesterday and was treating with an insulin pen. Customer's mother stated that the pen acts very quickly and she has treated the customer for the low blood glucose. Customer was receiving no delivery alarms every day on the pump. Customer also received 2 motor error alarms in july and august. Customer's mother was not aware of the motor error alarms. Customer was not using the sensor feature. Customer's mother stated that she was able to rewind the pump before. Customer was advised to retrieve their pump settings. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump also passed displacement, rewind, basic occlusion, occlusion prime/a33 and excessive no delivery tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.